Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The hcp was still not able to aspirate the catheter following the procedure. The hcp went back in and used a small segment and a new collett connector on the existing catheter. The hcp was then able to aspirate and the system was functioning properly.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving fentanyl 50 mcg ml; 15 mcg day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2019. It was reported the hcp attempted to aspirate the pump side port but was unable to get flow from the catheter. The hcp opened the anchor site and determined the catheter was linked just below the anchor. The hcp pulled a portion of the proximal catheter segment out and was able to relieve the blockage. No further surgery was necessary. No environmental/external/patient factors may have led or contributed to the issue. Patient status was alive - no injury. The issue was resolved. Patient weight and medical history were asked but unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. It was clarified regarding the ¿linked catheter¿ that the catheter was kinked. Following the procedure the hcp tried to aspirate the catheter but again could not get flow. The hcp opened up the pump pocket and re-opened at the spinal incision site and determined that the collett connector that headed was not properly closed so he reconnected it and was then able to aspirate the catheter.